Event description:
New information received notes that programming changes were done.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. The patient was stable.